Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the threaded screw of an impactor broke off into the mating targeting guide during surgery.

Manufacturer narrative:
The instrument had a potential field age of approximately 4.5 years with unknown usage history. As returned the instrument is fractured at the threaded portion. There were numerous dents and dings on the stem and both sides of the head indicating previous effective use. The instrument was conforming to print where measured. The device history records were reviewed with no issues noted. This impaction head is used for treatment. A complaint history review revealed that this issue has been previously observed, and corrective actions were implemented, including an enlarged shoulder radius to increase strength of the impaction surface to shaft region and a tightening of the material hardness range to improve impact strength, in order to reduce fracture occurrences. The instrument for this event was manufactured prior to corrective actions taken.